Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's pocket got infected after a generator change and his system had to be extracted. It was not replaced at this time. The patient condition was stable. Related manufacturer reference number: 2938836-2019-17809 and 2938836-2019-17810.